Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, d4, d11, g4, g7, h1, h2, h3, h6, h10 d4: UDI # (B)(4) this complaint is not confirmed. No product and photos were returned; visual and dimensional evaluations could not be performed. Review of the device history record identified no related deviations or anomalies during manufacturing. Primary surgery notes provided state no intraoperative complications. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it unavailable per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial knee procedure, approximately 13 years ago. Subsequently, the surgeon revised the lps flex bearing due to unknown reasons. There is no additional information.